Event description:
During surgery, the surgeon broke five screws while inserting.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Provided info states the surgeon snapped all five heads off and alignment may have been off. The screws seemed to cross thread and then the heads snapped off. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.